Manufacturer narrative:
The crep2 reagent lot number was 836714 with an expiration date of 31-jul-2025. The customer also had qc issues. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. On 07-jan-2025 the field service engineer (fse) found issues with sample probe alignments and made adjustments; reagent probe alignments were checked and adjusted. The gear pump head pressure was within range. On 09-jan-2025 the fse performed a precision check with 50 samples and all results were within the acceptable range. On 10-jan-2025 the fse checked, cleaned, and adjusted multiple parts of the instrument. The customer ran acceptable qc. On 17-jan-2025 the fse and the field application specialist (fas) visited the customer site. The fse performed a hardware performance check (hpc). Due to the results from the check, the fse replaced the heat cut filter, cleaned the ultrasonic mixers, and performed a cellblank calibration. The fas performed carryover tests. On 20-jan-2025 the customer performed precision testing for crep2 with 50 samples and the results were acceptable. The instrument was operational. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. On (B)(6) 2024, two samples were drawn from patient 1 at the same time. Patient (B)(6) initial result from sample#: 1 was 84.0 umol/l. The initial result from sample#: 2 was 116.0 umol/l. The physician questioned the difference between these results and both samples were repeated. The repeat result from sample#: 1 was 82.2 umol/l. The repeat result from sample#: 2 was 83.0 umol/l. On (B)(6) 2025, patient (B)(6) initial result was 236.8 umol/l. The repeat result was 97.3 umol/l.

Manufacturer narrative:
Section b6 was updated. Section b7 was updated.